Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01962 and 3005168196-2019-01963.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01962; 3005168196-2019-01963.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra coil 400s (pc400s), a pod4 and a penumbra coil 400 detachment handle (handle). During the procedure, while attempting to advance a pc400 into the target vessel using a lantern delivery microcatheter (lantern), the microcatheter kicked out of place. Therefore, the physician removed the pc400 and repositioned the lantern. While attempting to advance the same pc400 through the lantern, the physician experienced strong resistance and therefore, the pc400 was removed. It was reported that flushing the microcatheter did not resolve the resistance issue. Next, the physician advanced a pod4 and attempted to detach the coil using a handle; however, the pod4 failed to detach and, therefore, it was removed. It was also reported that the pod4 alignment zone was not divided in half. The procedure was completed using additional pc400s with the same handle and lantern. There was no report of an adverse effect to the patient.